Event description:
The customer reported that they had a sony display that went blank and now is not powering up. This resulted in a temporary inability to monitor pts centrally until the customer replaced the monitor. There was no report of any pt harm as a result of the reported events.